Event description:
A malfunction alarm occurred with the customer's device, which displayed the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any issues reappear.